Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the maximum settings message, high impedance, and inability to increase stimulation could not be determined. The lead and battery were just implanted and their symptoms worsened after their MRI. They did an impedance check and a settings adjustment, but they may need the lead replaced. It is unknown if the issue is resolved and there is no surgery scheduled or planned as of yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient activated MRI mode for scan on (B)(6) 2023, completed the scan and deactivated MRI mode but immediately following this, they started receiving "max settings reached" and was unable to increase stimulation. However, technical services also heard patient or caregiver in the background state that they checked device "last monday" (B)(6) 2023) and that's when they noticed it wasn't working. Patient stated they had not had any falls or trauma. Caller checked impedances today and contact 3 was showing as 4k ohms. Technical services reviewed meaning of message and that it would be unlikely for MRI to cause sudden impedance issue but depending on the issue or what program patient was using that could affect when the message started. Technical services suggested using other programs that do not include contact 3. Caller activated program 1 and was able to increase appropriately. Technical services suggested obtaining imaging but if other programs weren't successful for therapy, a lead revision would need to be considered.